Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's atty alleged that the decedent experienced respiratory and cardiac arrest, all of which was allegedly caused by exposure to the product administered for dialysis treatment.